Manufacturer narrative:
(B)(4). The actual device was not returned. The device history record for the reported lot number, 0202224491, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The root cause could not be determined. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
This is the first of two reports involving two separate products. Refer to report 2026095-2016-00113 for the first report. Refer to report 2026095-2016-00117 for the second patient. Fill volume: 125 ml. A report was received from (B)(6) stating the 48-hour infusion pump device ended earlier than expected. The pump was started at 4:00pm on (B)(6) 2016 and ended at 7:00am on (B)(6) 2016. No additional information was provided.